Event description:
It was reported that infusion set fell off during use for three days. Since patient experienced hyperglycemia and treated with correction injection with multiple daily injection. The event occurred on (B)(6) 2026.

Manufacturer narrative:
Initial 2 of 2 name: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.